Event description:
During a breast biopsy, when the gray sleeve was removed from the unit, the white dc adapter for the green cable came out of the unit. The procedure was completed using ultrasound and a bard needle. There was no pt consequence.